Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr0380 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "preparing PICC line for insertion I pulled the guide wire back to trim the PICC prior to placement and it broke free from the yellow plastic connection that connects to the sherlock 3cg device. I was unable to use the PICC kit and had to open another kit".